Event description:
It was reported that a blade detachment had occurred. During a procedure, a 10 x 3.5 wolverine coronary cutting balloon was being used to treat in-stent restenosis of a non-bsc device. It had been difficult to cross the lesion. The device was forcibly advanced and dilated. It was noted that the area was not dilated enough, so the device was used again to cross the lesion and was dilated a second time to 20 atmospheres. It was then noted that the blade and balloon were detached. The entire device was removed from the patient and the procedure was successfully completed with another of the same device without any patient injury. Further information was received clarifying that the detachment occurred outside of the patient.

Manufacturer narrative:
Device was returned to manufacturer: the wolverine was returned and analysis was completed. A visual and microscopic examination was performed on the returned balloon material. The balloon material was unfolded, and solidified inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. In order to evaluate the balloon material, the device was attached to an encore inflation unit and positive pressure applied. The balloon could not be inflated due to presence of solidified inflation medium. The balloon was soaked in a water bath at 37c to dissolve the solidified inflation medium. The investigator removed the device from the water bath and attached it to an encore inflation unit and positive pressure was applied. The balloon was successfully inflated to its rate of burst pressure with no leaks or drop in pressure noted. The inflation unit was checked before and after with a calibrated pressure gauge. A visual and microscopic examination was performed on the blades of the returned device. It was noted that a section of one of the blades approximately 3mm in length was detached from the proximal section of the balloon material. The detached section of blade was also returned and analyzed.the pad was intact and the remainder of the blade undamaged and fully bonded to the balloon material. All other blades and pads were undamaged and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination identified multiple severe kinks along the shaft of the device. The kinks were so severe within the balloon material that the device could not be loaded onto a guidewire during analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified no damage or any issues with the markerbands of the device. A visual and microscopic examination identified that the distal tip was damaged. This damage is consistent with the tip being forced against a restriction such as a lesion.

Event description:
It was reported that a blade detachment had occurred. During a procedure, a 10 x 3.5 wolverine coronary cutting balloon was being used to treat in-stent restenosis of a non-bsc device. It had been difficult to cross the lesion. The device was forcibly advanced and dilated. It was noted that the area was not dilated enough, so the device was used again to cross the lesion and was dilated a second time to 20 atmospheres. It was then noted that the blade and balloon were detached. The entire device was removed from the patient and the procedure was successfully completed with another of the same device without any patient injury.